Manufacturer narrative:
Upon receipt the lead was found cut 11 cm distal to the is-1 connector pin. A proximal, medial and a distal lead fragment were received for analysis. An explantation aid was found inserted in the medial fragment and the medial fragment was returned without inner conductor coil and conductor cable leading to the right ventricular shock coil. A 4 cm long part of the lead was not returned. The performance of the lead fragments was scrutinized, including a visual inspection. Multiple signs of wear were detected on the leads body. Ligature marks were found 24 cm distal to the is-1 connector pin and at this position the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing and inappropriate shocks. Based on the characteristics and location mentioned above, it is reasonable to assume that these damages resulted from a very tight suture sleeve. Further damages like the damaged insulation 13 cm proximal the lead tip, at this position the conductor cables leading the right ventricular shock coil and the ring electrode were found fractured and the stretched conductor coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to fracture causing multiple inappropriate shocks. Should additional information become available, this file will be updated.